Event description:
Healthcare professional reported "there is a waterfall deformity", "the nipple position significantly inferior to the prominent portion of the implant", "grade 2 ptosis", "ptosis of her breast around the implant which creates a "waterfall deformity"" and "remains intact, waterfall deformity". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "other medical" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: other medical (waterfall deformity).